Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. User requested a quote for the 2000 hour service package. Per sample evaluation, it was reported that the power cable did not have a silver grounding label and the blue connector nut from patient temperature 2 was missing.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. User requested a quote for the 2000 hour service package. Per sample evaluation, it was reported that the power cable did not have a silver grounding label and the blue connector nut from patient temperature 2 was missing.